Event description:
The customer reported that the device displayed ECG fault, error code 20004 and cycle power. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed ECG fault, error code 20004 and cycle power. There was no report of patient impact. The device was evaluated locally where the condition was confirmed and resolved by replacement of the control pca.